Event description:
The customer declined to provide the patient identifier.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, b.5, h.6, and h.10. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. A disposable search history was performed for this lot. No additional reports of similar issues were found. Per the customer, the patient had an arrhythmia or transient ischemic attack (tia) that caused the issue and didn¿t feel it was related to tpe procedure. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, the patient was stable prior to the procedure and no medication was or treatment was needed prior, during or after the procedure. The patient became unresponsive following the procedure and was taken to ICU and intubated. Information on the medical intervention or medication administered at ICU was unavailable.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.3, h.6 and h.10. Investigation: the device history record was reviewed for this lot. There were no issues noted that would have contributed to the patient reaction. Root cause: a definitive root cause for the patient's reaction could not be determined. The nurse indicated that the patient might have had an arrhythmia or a transient ischemic attach (tia) that caused the issue and did not feel it was related to tpe. Correction to report: the information concerning the therapeutic apheresis: a physician's handbook provided in the first supplement for this report is not longer applicable to this event as determined by the finalized investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after a therapeutic plasma exchange (tpe) procedure on a thrombotic thrombocytopenia purpura (ttp) patient on spectra optia, the patient passed out and was taken to the ICU where she was intubated. The patient has underlying conditions: diabetes, fibromyalgia, hypertension and seizures. This was the patient's 16th tpe procedure. The customer thinks that the reaction was steroid-induced, and does not believe the machine or disposable set contributed to the event. Patient ID is not available at this time. The customer declined to provide patient age. The disposable set is not available for return because it was discarded by the customer.